Event description:
Error message saying equipment used too many times and device not detected when plugging ligasure into bovie machine. Ligasure was removed from field before surgery began. Lot number unknown. Ref number lf1937.